Event description:
It was reported that during insertion into the patient's jugular vein, a crack in the cone of the introducer needle was noted. The catheter was placed successfully. There was no reported delay in treatment. There was no reported pt injuries, complications, or death.

Manufacturer narrative:
Qn # (B)(4).